Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and no pacing output available. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
This pacemaker battery appeared to be prematurely depleting base on previous battery longevity checks. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
This pacemaker battery appeared to be prematurely depleting base on previous battery longevity checks. Subsequently, surgical intervention was performed to explant and replace device. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.